Event description:
Reportable based on analysis completed on 10apr2015 it was reported that the barometer was damaged. A 26 encore balloon catheter inflation device was selected for use. During preparation, it was noted that the barometer was damaged. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the gauge needle did not increase.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The device was returned with the plunger fully extended. The gauge needle was at 0atm. A functional test was carried out using the returned encore device and stopcock. The device locking mechanism test was performed. The plunger handle is rotated to achieve 26atm¿s and was repeated 20 times consecutively. The gauge needle of the returned device did not increase while pressure was applied during this test. A test gauge was used to complete the functional testing and the unit passed all other functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).